Event description:
Per the clinic, the patient experienced a surgical site infection, swelling around the ear and implant site, and impaired wound healing. The patient was hospitalized (specific date not reported) for four days and treated with antibiotics (specific date and type not reported); however, the issue did not resolved. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.